Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer noted air bubbles in the infusion set tubing. There was no impact to the customers blood glucose level. Troubleshooting with tandem technical support was performed, the customer was able to expel air bubbles by performing fill tubing.